Event description:
This is an international report where a system error 2240 alarm occurred on the homechoice (hc) unit. The home patient (hp) reported that there was air visible in the set. The hp stated that the nurse sets up all of his sets and bags. Through troubleshooting it was discovered that there was an open clamp on an unused supply line. The hp would contact his nurse to reset up his therapy with new bags and set. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. The lot number is unknown; therefore, a batch review cannot be performed.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. The root cause of the complaint was not determined.